Manufacturer narrative:
Allegation confirmed: the accessory mount detached from collimator and fell to the ground. Investigation: the local field service engineer (fse) reported that the on-site physicist, had requested to reduce the play between the accessory mount and interface mount. Some shims were removed about two or three months prior to make the mount a "press fit". Installing the accessory mount required some force to attach it to the interface mount after the adjustment. This adjustment may have contributed to the accessory mount not being correctly latched and falling off. The local fse returned to the site to investigate the accessory mount and found that one of the latches was difficult to latch. The fse added shims to the interface mount to better align the interface mount latching with the accessory mount. The local field service engineer also investigated the theory that it is possible to turn the gantry with a red interface mount led. The result was that the gantry can not be rotated if the interface mount led is red. Likely root cause: this issue is generally attributed to user error, failure to properly attach the accessory mount, however, this could not be confirmed by the investigation, therefore, the root cause is determined to be the result of equipment/product malfunction; a one-time occurrence and could not be reproduced as described by the customer. - the clinac safety manual and clinac IFU have specific warnings and instructions on accessory mount use. Corrective action: varian will issue a customer technical bulletin (ctb) informing customers of the necessity to properly adjust the latches when replacing the accessory mount. No add'l follow-up to this MDR is expected.

Event description:
The gantry and couch were moved with the hand pendant by therapist (a), at the same time, another therapist (b) attached the accessory mount to collimator head and the led switched to green. Therapist (a) continued gantry movement for approx 30 degrees to reach the target position. At the same time therapist (b) turned around to fetch something from a board, she heard the crack noise, which was the accessory mount, which had detached from the collimator and fell to the ground. There was no report of serious injury as a result of this incident.